Manufacturer narrative:
Pump/(B)(4) UDI number: (B)(4). Controller/(B)(4) were not returned to heartware for evaluation, (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a controller power up and associated motor start event logged on the reported event date indicating that both power sources were disconnected from (B)(4); the approximate pump off time for (B)(4) was about 37 minutes. Failure analysis of (B)(4) revealed that the controller passed functional testing; however visual inspection found the serial port connector and power port 2 to be loose from the controller housing. An internal investigation has been opened to evaluate loose connectors. This finding is not related to the reported event. Of note, additional information received from the site indicated that the cause of death was cardiac arrest/end stage heart failure. Based on the investigation conducted, there is no evidence to indicate that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power event can be attributed to double disconnection of both the power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other devices involved in this event: rvad-pump/(B)(4); cat#: 1103; exp date: 20/28/2017; mfg. Date: 02/28/2016; product code: 2993-no known device problem. Controller/(B)(4); cat# 1403us; exp date: 01/31/2016; mfg. Date: 01/31/2015; (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the bivad patient was found home unresponsive with batteries disconnected. The patient's significant other re-started the lvad pump by re-connecting the batteries but there was no return of consciousness. Emergency medical services (ems) arrived on the scene 25 minutes after the patient was found. The patient did not recover and was pronounced dead in the emergency department (ed). The official cause of death was cardiac arrest and end stage heart failure.  The medical team does not believe the death was device related. Of note, the patient's significant other indicated that the patient had times of confusion. The pumps will not be explanted and the peripheral devices will be disposed of by the hospital in the usual manner. No autopsy was performed.  As per the site, there was no allegation of a device malfunction associated with the pump, controller, and/or batteries. The site stated that the primary controller did not appear to have any cracks/bent pins, but the data port was noted to be "a little wiggly". No further information was provided.

Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.